Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that a customer received a "replace sensor" message from the adc freestyle libre sensor after less than a day of wear. As a result, the customer was unable to monitor their glucose levels and unable to self-treat. A healthcare provider came to their home, applied a new sensor, obtained an unspecified reading, and provided them with a cookie for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A caller reported that a customer received a "replace sensor" message from the adc freestyle libre sensor after less than a day of wear. As a result, the customer was unable to monitor their glucose levels and unable to self-treat. A healthcare provider came to their home, applied a new sensor, obtained an unspecified reading, and provided them with a cookie for treatment. There was no report of death or permanent injury associated with this event.